Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a catheter (unknown ID) and a certas plus valve (B)(6) were implanted on (B)(6) 2023. The patient started with vomiting, altered mental status and a radiological finding of dislocation of the ventricular catheter into the ventricle. Therefore, on (B)(6)2025, the catheter was removed and replaced via endoscopy. The valve remained implanted. After that, the patient had a few outpatient contacts as well as being admitted for observation in march due to leakage from the surgical site and wound problems. No signs of infection, and the wound-problems resolved partially. But the tiredness and irritability persisted witch lead to a surgery. The patient recovered.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. No root cause can be determined as per additional information received the catheter is not an integra product, but belongs to a different company.